Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Programmer 3037 interstim slim (B)(4) was returned and analysis found no evidence of anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their patient programmer was unable to power up. The patient changed the aaa batteries in the patient programmer with new batteries, but the issue was not resolved. There was no reported of out of box failure. The patient stated that she had a return of symptoms and had not been able to adjust the level due the patient programmer not powering on. The patient stated that she saw her healthcare professional (hcp) who ¿fixed them¿, which resolved the issue. The patient noted the return of symptoms and not being able to power on the patient programmer occurred around (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037 serial# (B)(4) product type programmer. Pertains to programmer (B)(4). If information is provided in the future, a supplemental report will be issued.